Event description:
It was reported that when using the bd pyxis¿ medflex 1000, tranno 38730 medication was issued without using validation code. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the transaction 38730 was issued without a required validation code, despite the item being within the scheduled range. A technical support specialist reviewed all cabinet settings, software version 1.7 configuration, and logs appeared normal, with no validation code entry recorded and no system errors detected. A pi ((B)(6) was created for development to investigate why the pharmacy verification (rxverify) requirement was bypassed, as nothing in the configuration indicated it should have been allowed. The possibility of a past bug was noted, though it had been resolved in version 1.7. Tss had offered to replicate the database on a test cabinet for deeper analysis. Later, user called for an update and was informed that the case had been escalated to the ps team, which the customer acknowledged. No additional information was available.